Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an o-ring was on the pneumatic tap during the cartridge load process. Customer removed the o-ring and was able to resume insulin therapy. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 200 units of insulin. As well as, the insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. . Reportedly, the cartridge was changed to address these issues and insulin delivery was resumed. Customer's blood glucose was 124 mg/dl.